Manufacturer narrative:
A ge service representative evaluated the system, and replaced the hard drive. System operates as intended.

Event description:
Customer reported a communication fail error message. No patient injury was reported.